Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a 110v psi-tec iii aspirator was blowing rocker switches before and during operations. Sparks were seen by staff. The use of backup equipment was required. No patient or user consequences occurred with this issue. Mentor did became aware of a product problem on (B)(6) 2018, however, the reporter did not share any details regarding the nature of the event. Therefore, there was nothing available to report. On (B)(6) 2018 mentor received the details of the product problem, and is using this as the alert date for reporting this event.